Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient's basal rate was changed by her diabetes specialist on (B)(6) 2019. On (B)(6) 2019, the basal rate switched back to the setting prior to (B)(6) 2019. The patient didn't change anything. This resulted in the patient having elevated blood glucose levels "between 300 mg/dl to 500 mg/dl".